Manufacturer narrative:
The insulin pump had missing segments on the display due to a cracked connector. No blurred screen was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer called and reported that upon pressing a button, the screen would not show everything. The customer stated the screen was normally clear, but when pushing the button, the screen would become blurred. The device was reportedly delivering insulin just fine. The customer's blood glucose was 97 mg/dl. Changing out the battery did not resolve the issue. The insulin pump was neither bumped nor dropped. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.